Manufacturer narrative:
Device discarded at facility. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A revision procedure was completed, and a new device was implanted. No adverse patient effects were reported. Additional information was received that the device was discarded at the facility and will not be returned for analysis.